Manufacturer narrative:
This is the third of three reports for the same patient involving three lot numbers of the same product. It is unknown which contributed to the event. Refer to (B)(4) for the reported first lot number 10386263. Refer to (B)(4) for the reported second lot number 10388526. This is the third of three reports for the same end-user involving three complaint products from the same product line, but with differing parameters; this report references the complaint product with the unknown lot number. Opened sample was found to have surface damage. Since the sample was returned opened, there could be vast external contributing factors that could have caused the defect. The product investigation could not identify a root cause to the complaint reported by the customer. The trend investigation has been completed for this complaint. No adverse trend identified for the event related to this complaint for the past 24 months. No signal or pattern identified in the trend during this review period. (B)(4).

Event description:
It was reported by an optician that a consumer complained of a corneal scratch. Additional information was received on 30may2018 via a telephone call to the optician. It was reported that the consumer visited an ophthalmologist and was prescribed with an unspecified home therapy for one month and was advised not to wear contact lenses. It was noted that the consumer was currently in good condition. Additional information was received on 04jun2018 via email from the optician. The ophthalmologist's prescription certified that the female consumer was affected by a vertical linear central corneal lesion due to damaged contact lens.